Event description:
The patient suffered a uterine perforation while undergoing cryo-ablation with a her option probe. The patient had to undergo a partial small bowel resection.

Manufacturer narrative:
Her option probe has not been returned to coopersurgical inc for evaluation. (B)(4).